Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and there was no patient harm or injury. The patient also alleged hard to breath, has to use inhaler to breathe. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found minor corrosion on the humidifier base screws and what appears to be carbonate mineral deposits in the water tank. The device was disassembled for internal visual inspection. The manufacturer found no evidence of sound abatement foam degradation, with the foam appearing intact. The manufacturer applied power to the device. Unit powered on and provided airflow. The manufacturer reviewed the device's downloaded event log and found 1 error, e-36 err_motor_blocked _outlet logged. The manufacturer was unable to confirm the presence of degraded sound abatement foam. The sound abatement foam had no evidence of degradation. The manufacturer found the presence of minor corrosion and carbonate mineral deposits in the water tank, suggesting non-distilled water was being used.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.